Event description:
Boston scientific received information that during a routine device replacement procedure, during the defibrillation threshold (dft) testing, a 17 joule shock was delivered and a fault code was observed, which indicated a low shock impedance measurement. A capacitor reformation was performed, however, the device did not fully charge and the patient was externally defibrillated. The device was explanted and replaced and the right ventricular (rv) lead was capped and replaced. No further complications were observed.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.